Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient who had undergone bilateral lasik was experiencing dryness in both eyes and blurry vision in both eyes. This report will address the patient's left eye. The patient was last seen at a related corporate clinic on (B)(6) 2012. The patient reported that the vision was improved in the left eye. The reporter declined to provide any additional details.